Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen articular surface 10mm catalog #: 00595203010 lot #: 63238154, nexgen tibial component size 3 catalog #: 00595403701 lot #: 63355569, nexgen cruciate retaining narrow porous femoral component catalog #: 42502206202 lot #: 63016993n. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address post-operative fracture and migration of the patellar component with lack of bony ingrowth approximately five (5) years post-operatively. Initial operative notes noted no intraoperative complications. Revision operative notes noted the patellar button was free-floating in the anterior compartment f the knee and was removed. The peg was still in the patellar bone itself. The peg was successfully removed and a new patellar component was cemented without any intraoperative complications.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Medical records provided and visual evaluation of pictures provided confirmed the patella peg had fractured off. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.